Event description:
It was reported that as the iab was passed through the introducer sheath, resistance was met as the balloon began to unwrap. As a result of this the iab was removed and replaced without any complications.